Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the they experienced hyperglycemia. The customer blood glucose level was 28 mmol/l and 9.9mmol/l. Customer also stated that insulin pump had insulin flow block alarm. Customer states the insulin exited. Customer also stated insulin pump had hardware low level failures alarm during the self-test. Customer was able to successfully clear the alarm also able to complete pump rewind. The device will not be returned for analysis. Frn-unk-rsvr, unomed inf set.